Manufacturer narrative:
Philips service performed a cold restart, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a blue screen error occurred, and coronary tools failed to start initially on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.